Event description:
It was reported that the device is giving an error code and powering off prior to a breast biopsy procedure. Another device was used to complete the procedure. The device will be returned for service.

Manufacturer narrative:
(B)(4). This complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the vacuum pump. After servicing and upgrades the unit passed qa functional testing. The device history record has been reviewed and has passed all qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.